Event description:
The patient reported that the ok button was unresponsive; the patient stated that occasionally the button will respond if pressed very hard. The patient reportedly wore the pump on a belt and did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok button was intermittently responsive, required more force and multiple button presses on the keypad in order to elicit a response. All of the keypad buttons did not spring back and click back as expected. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.